Event description:
It was reported that this device had a battery depletion error. The device was being checked by the clinic. The pulse generator has been implanted greater than eight years. Technical services reviewed the device downloaded data and discussed the device longevity expectations with the clinic. There were no additional adverse patient effects. The device remains implanted.